Event description:
During the procedure the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and the occlusion balloon wire separated outside the patient resulting in the occlusion balloon deflating. The physician inserted the aspiration catheter and did aspirate the vessel. The physician removed the aspiration catheter from the patient. The patient reported to be fine.